Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as very red blood blisters. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.